Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During advancement, the sds proximal shaft separated outside the patient anatomy. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the complaint device was returned. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.